Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, the head interrogated only intermittently. It was noted that the cable was out of specification and that the head was contaminated. The unit was to be scrapped. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had telemetry difficulty. The rf head was returned. No patient complications have been reported as a result of this event.